Event description:
This complaint is now reportable based on the analysis completed 03/19/2009. It was reported that during a coronary drug eluting stenting treatment procedure, the physician could not cross the lesion with a 2.5x28mm taxus liberte stent. The 70% stenosed target lesion was located in very tortuous and severely calcified mid left anterior descending (lad). Intravascular ultrasound (ivus) was not used and the vascular access site was femoral. The type of lesion treated was progressive disease. The procedure was completed with another of the same device. No pt injuries or complications were reported. Pt condition listed as "good." However, analysis of the returned device revealed stent damage.

Manufacturer narrative:
Examination of the returned unit revealed proximal stent damage. The proximal side of the stent was damaged on its third row with two struts raised distally. A visual examination revealed tip damage. The tip was slightly flared. The balloon section was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probably root cause classification of operational context. (B)(4).